Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. All available information was investigated, the reported single leaflet device attachment (slda) was due to challenging patient anatomy/morphology. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted on the anterior and septal leaflets. A second was placed on the septal and posterior leaflets however after deployment, the clip detached from the septal leaflet (single leaflet device attachment (slda)) due to the frail leaflets. A third clip was implanted on the anterior and septal leaflets, reducing tr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.